Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml at 50mg via an implantable pump. It was reported that a rotor study was performed. The patient had no pain relief and they suspected a catheter issue. There were no environmental, external, or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the side port accessed and they were unable to aspirate. Rotor study complete. The patient was referred for a catheter revision though not yet scheduled. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial (B)(6) implanted: (B)(6) 2023: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial (B)(6), ubd: 21-jan-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.